Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. Visual inspection showed the outer sheath was kinked at the nose cone and had some buckling present. The sheath also had multiple areas of buckling throughout the length of the catheter. The middle shaft showed some damage approximately 4mm from the marker band. The stent was returned in the device; however, the stent was partially deployed approximately 1cm from the marker band and was damaged. The handle was opened to inspect for additional damage. The mid-shaft was pulled out of the device to inspect for internal damage and wrinkles. The stent was also pulled from the device and was inadvertently damaged by bsc during extraction. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deployment difficulties were encountered and the stent was surgically removed. The target lesion was located in the left superficial femoral artery. A 7x200x130 innova¿ stent was selected for use. During stent deployment, the first few centimeters were released with the thumb wheel. The remaining stent was attempted to be released using the pull-grip, however this did not work. The stent was surgically removed from the patient's groin in the operating room. No further patient complications were reported.